Manufacturer narrative:
Manufacturers ref (B)(4). DHR review: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Clinical assessment: clinical evaluation of the event: it was reported that the user complained that the wax guard would not stay in and when hearing care professional (hcp) looked at the aid they noticed a crack. The wax guard did not require removal and the event has not caused harm to the user. The clinical evaluation is that the event did not cause harm to the user. Clinical evaluation according to clin eval plan&rpt, ha&tsg and clin eval plan&rpt, other acc: hearing aids need to have detachable spare parts as wax filters. Therefore, eliminating the risk of a spare parts remaining in the ear canal is not possible. A wax filter can become detached and remain in the user's ear canal when the hearing aid is removed or if the cerustop bushing has become dislodged from excessive force applied during replacements or cleaning of the wax filter. Without bushing, a replaced cerustop is not secure and may fall out in the ear. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hcp if a foreign object is located in the ear canal. Risk assessment: the precise circumstances surrounding the issue is not known. Risks related to mechanical damage are generally known, considered in the risk analysis, mitigated and communicated to the user. This risk is deemed to be of an acceptable nature. Device investigation: device was repaired and returned to customer before investigation could take place. This is a combined (initial and final) report. Manufacturer's investigation is complete.

Event description:
It was reported that the user complained that the wax guard would not stay in and when hearing care professional (hcp) looked at the aid they noticed a crack. The wax guard did not require removal and the event has not caused harm to the user. No further follow up is expected.